Event description:
Material: 309632, batch#: 3324994. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: the site found another syringe with the same issue that can be shipped out. The return label can be shipped to the following address: xxxxx. Verbatim: rcc received a complaint via email. 3 syringes from this lot have black mark that goes all around the syringe. Appears to be on the outside of the syringes. Product#: 309632. Lot#: 3324994. Additional information provided: 1. Kindly provide the date of event. 10 sep 2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event or serious injury reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. One sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample has one large ink dot on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defect is associated with the marking process. This defect is occurring below an expected rate, so no corrective actions is required at this time. Furthermore, a device history record review was completed for provided lot number 3324994. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.